Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that a transthoracic echocardiogram (tee) was performed and showed a small circumferential pericardial effusion. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6), 2023, a 34mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to implant, the laa orifice width at widest point was measured to be 38mm, the laa depth was 39mm, the landing zone at the widest point was 31mm, and the landing zone at the narrowest point was 20mm. The patient had a chicken wing laa shape. The device was deployed and released without recaptures. On (B)(6), 2023, a transthoracic echocardiogram (tee) was performed and showed a small circumferential pericardial effusion. The device was still in place when the pericardial effusion was noted. There were no patient symptoms, and no intervention was provided. The patient was discharged on the same day. On (B)(6), 2023, the patient experienced intermittent episodes of self-resolving mild rectal bleeding. On 13 july 2023, the patient presented to the hospital with an increase in bleeding. A computerized tomography (CT) scan was performed on (B)(6), 2023, and showed no active gastrointestinal (gi) bleed but a prominent amount of stool and gas in the patient's colon. The rectal bleeding was likely due to radiation proctitis/diverticulitis from history of prostate cancer at baseline. The subject was admitted for observation. The patient's antithrombotic medication was paused and the patient remained hospitalized at the time of last report.